Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation loss of capture (loc) on the right ventricular (rv) lead was seen with a 12 lead electrocardiogram. A revision procedure was performed the following day where it was noted the rv lead had dislodged. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.